Event description:
While using a dolphin adapter cable (2428) between a spacelabs monitor and a nellcor oximax sensor, the spo2 value displayed was 100%. When the pt was connected to a portable oximeter, the spo2 value indicated 70%. The pt required intubation and immediate assistance.

Manufacturer narrative:
Testing by the hosp biomed found no problem with the monitor which continues to be in use monitoring pts. The nellcor sensor and dolphin adapter cable were removed from service. Preliminary testing by the hosp biomed could not reproduce the problem. Follow-on testing has been scheduled. Additional info will be provided as soon as it becomes available.